Event description:
In 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue started two days ago (time unk). The cca noted that the pt manages her diabetes with oral medication(s). The pt denied taking any action regarding her diabetes management as a result of the alleged issue. The day after the alleged issue started, the patient reported that her hands became shaky, her head hurt and that she fell. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt had replaced the subject meter's batteries as recommended in the owner's booklet. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.